Event description:
Reportedly, the lead implanted in january 2023. During the in-clinic follow-up conducted in may 2025, pacemaker interrogation revealed intermittent sensing of myopotentials causing inhibition of stimulation, suggesting a possible lead fracture. The device was pacing less than 1% of the time. In agreement with the patient, a decision was made to explant the pacemaker system (generator and lead) on (B)(6) 2025, due to symptoms experienced by the patient at the pocket site (chest pain associated with pectoral muscle stimulation, without other cardiovascular symptoms). A leadless pacemaker was implanted during the same procedure.

Event description:
Reportedly, the lead implanted in (B)(6) 2023. During the in-clinic follow-up conducted in (B)(6) 2025, pacemaker interrogation revealed intermittent sensing of myopotentials causing inhibition of stimulation, suggesting a possible lead fracture. The device was pacing less than 1% of the time. In agreement with the patient, a decision was made to explant the pacemaker system (generator and lead) on (B)(6) 2025, due to symptoms experienced by the patient at the pocket site (chest pain associated with pectoral muscle stimulation, without other cardiovascular symptoms). A leadless pacemaker was implanted during the same procedure.

Manufacturer narrative:
Summary of the investiagtion: the manufacturing process of the lead was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. No patient files were provided. Upon inspection, abrasions were observed on the distal portion of the lead. These findings are most likely attributable to friction either with another lead or with the tricuspid valve. The reported sensing difficulties and noisy egm are consistent with the abrasions identified on the distal level of the lead. The investigation results are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.